Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2025. According to the reporter, on approximately (B)(6) 2025, the patient had just dropped of her son at school at around 08:00a and the cgm reading was 4.7 mmol/l at that moment. When the patient got in her car at 08:10am, they felt hypoglycemic and sick. The patient took a soda and stopped driving the car. While trying to get out of the car, the patient experienced loss of consciousness. The patient fractured her foot while losing consciousness. An ambulance was called, and the patient was sedated in the ambulance due to the foot being dislocated. The cgm reading would have not read lower than 3.8 mmol/l during the event. No blood glucose readings were reported from the event, but the cgm reading would have been inaccurate by 2 to 3 mmol/l according to the patient. No treatment for hypoglycemia was reported by the patient, but she was hospitalized and underwent surgery for trimalleolar ankle fracture (8 screws were placed). The patient also vomited because of anesthesia and morphine. The patient was discharged after 2 days, and at the time of the report the patient was still undergoing rehabilitation. There was no documentation of further medical evaluation or intervention. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.